Event description:
During navigational bronchoscopy, upon reaching the target area for sampling the light at the tip of the scope went dark and no longer turned on. The scope was removed from the patient and a new scope had to be obtained. Monarch bronchoscopy platform.